Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up arrow button did not respond due to the corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported doing a bolus and then the display of the insulin pump just kept scrolling up. The customer also reported that some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.